Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a power failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a power failure. The device was received by bench repair on 19-dec-19. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty power pca. The power pca was returned to the failure analysis lab for evaluation. The reported allegation power failure, was verified during lab tests. It was found to be transistor q5, internally shorted, caught on fire, which kept the pca from powering on. The parts were replaced, and the device passed all related tests and operated as normal. The problem with this power pca was a shorted q5. The data generated by this investigation will be logged for trending analysis. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power pca. The power pca was replaced and the device passed all performance assurance testing. The device was returned to the customer site and no further evaluation is required at this time.

Manufacturer narrative:
Report originally submitted with cfn# (B)(4); the correct cfn# is (B)(4).